Event description:
I've been using poligrip and super poligrip from 2000 - 2009 and in that time, I had begun having numbness, tingling in hands and feet and I've required muscle weakness also muscle spasms. Dose or amount: #1 five drops (1 or the other), frequency: 2-3 times a day. #2 five drops, 2-3 times a day. Dates of use: #1 & #2 2000-2009. Diagnosis or reason for use: #1 & #2 dentures. Event abated after use stopped: #1 & #2 no.